Manufacturer narrative:
Additional information was received on 14-aug-2023. It was reported that no intervention was provided for the phrenic nerve palsy. The procedure was stopped, and the patient was followed up as an outpatient. The patient fully recovered and was discharged from the hospital as scheduled. Therefore, the patient did not require extended hospitalization. It was also reported that a smartablate generator was used. As such, the concomitant product section was updated. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 31056188l number, and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent a superior vena cava (svc) ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced diaphragmatic nerve paralysis. During use of biosense webster products, during svc ablation, two hours after the start of ablation, a diaphragmatic nerve paralysis was observed. The procedure was stopped, and the patient was followed up on as an outpatient. The physician commented that the degree of diaphragmatic nerve paralysis was mild. Physician assessment of the health problem was non-serious (moderate/minor). The coloring settings for visitag was tag index. Additional filter for visitag was fot. The physician's opinion on the relationship between the event and the product (comments): the smart touch sf catheter was not the cause of the adverse event. We just prioritize the ablation treatment, and do not think the cause of the adverse event was the catheter malfunction. No abnormalities observed prior or during use of the product.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).